Event description:
Check flo valve came off and coil became unraveled. A piece of the sheath was left inside the patient. A cut down was performed to remove the remaining device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Catalog # kcfw-6.0-38-55-rb-raabe. (B)(4). Event is still under investigation.